Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported that the customer was overdosed with insulin while operating his vehicle, causing the blood glucose to drop and for the customer to become unconscious. The customer was in a collision due to this. Paramedics treated the customer with dextrose to raise blood glucose. Despite two doses, the blood glucose reading was 68 mg/dl at the time of admission. The customer suffered a broken clavicle, sternum, and six ribs and other injuries as well, due to the accident.